Event description:
The pump was returned to animas. Product analysis evaluated the pump and revealed that the display screen was found to be shifted. This report is made based on the results of evaluation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was examined and the display screen was found to be crooked; the display screen was found to have shifted to the left. (B)(6).